Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, panel lamp is blinking, could not be identified. Based on the facts obtained from the investigation and the fact that the indicated phenomenon is reproduced by the inspection results of the repair department, it is assumed that the panel lamp is blinking due to turret failure. The actual product was not returned to the quality assurance department at the shirakawa plant, and since the detailed condition of the actual product could not be confirmed, however, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review: not applicable because no evidence was obtained that the failure was due to user misuse. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
E1: establishment full name: (B)(6) medical center. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited front panel lights flashing and blinking. There were no reports of patient harm associated with the event.